Event description:
This report summarizes 18 malfunction events, where it was reported the devices experienced brakes cannot be engaged or brakes difficult to engage/disengage or steer difficult to engage/disengage. There was 1 event with patient involvement; the patient experienced pain.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 17 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was functionally/visually inspected in the field; no defect or malfunction was found, the issue was traced to user error. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
Upon completion of the investigation on one of the devices; it was determined that it was not experiencing the issue of brakes difficult to engage/disengage. The count of events has been corrected to reflect this.

Event description:
This report summarizes 17 malfunction events, where it was reported the devices experienced brakes cannot be engaged or brakes difficult to engage/disengage or steer difficult to engage/disengage. There was 1 event with patient involvement; the patient experienced pain.